Event description:
During an emergency pci procedure for stemi, difficulty was encountered in flushing the guidewire leg of the catheter, attempts to pass a 0.014" guidewire antegrade and retrograde were unsuccessful. It appeared that the catheter lumen was too small for the guidewire. There was no gross evidence of kinking or damage to the catheter. The catheter is saved to be turned in to the manufacturer. The same 0.014 guidewire had no problem when used with a different 3.0/20 ptca balloon catheter by another manufacturer. Dates of use: one day. Diagnosis: emergency primary pci for stemi.